Event description:
Gunther tulip filter, placed in suprarenal position due to pregnancy, found to have multiple fractured/migrated/embolized, in 5 pieces altogether. No prior manipulation; this was spontaneous. One small wire in lll pulmonary artery, no attempt made at retrieval today. Two small wire fragments retained locally in ivc wall removed with forceps. Filter removed with forceps. Entire filter leg had migrated to right pelvis, unable to remove as does not appear to be intravascular (intraperitoneal).